Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident and was treated with the manual injection. The customer¿s other blood glucose was 159 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer mentioned that there was something wrong with the insulin pump and they does not believe that the insulin pump was giving the insulin. The customer mentioned that they does not receive any alerts or alarms. The customer alleged that the insulin pump was under delivering, as their blood glucose have been high. The customer reported that the drive support cap was protruded and sticking out. The customer stated that they pushed the drive support cap back in while disconnected and insulin came through the end of the infusion set. The customer was advised to remain disconnected and to never push on drive support cap while connected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.